Event description:
Patient stated that they experienced a fractured tooth, bite concerns and TMJ due to Byte aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 CFR Part 803.